Event description:
The customer reported that three to four central nurse's stations (cnss) and two remote network stations (rnss) were displaying comm loss on all patient tiles. No harm or injury was reported.

Manufacturer narrative:
Details of complaint: the customer reported that three to four central nurse's stations (cnss) and two remote network stations (rnss) were displaying comm loss on all patient tiles. No patient harm or injury was reported. Investigation summary: the customer stated they performed some troubleshooting steps such as rebooting the cns, verifying the switches were working, and power cycling the bsms. Nihon kohden technical support (nk ts) recommended the customer check the other floor's network closets and reboot the media converters. Nk ts requested assistance from clinical (cits) who remoted into the server and found multiple takeovers occurring on the server. Cits re assigned ip addresses, but the issue persisted. An nk technician was requested to go onsite who reconfigured the org and rebooted the network connections. With the available information it is reasonable to determine the root cause to be the facility's network environment. Org configuration was set up with multiple devices using the same ip addresses, resulting in multiple takeovers to occur. When the network is communicating with devices, the ip addresses are how the devices are identified. If multiple ip addresses are duplicated, the system will not show the data for any of the devices it is trying to communicate with, resulting in communication loss. A review of the serial number history shows no recurrence of the reported issue. A review of the facility history shows there were multiple instances of network related issues. Facility networks are managed and maintained by the location's it department. Configurations of devices and ideal setups are recommended by nk at the time of purchase or if requested by the customer. Nk recommends compatible devices but what systems the facility chooses to incorporate into their system is not managed by nk.

Event description:
The customer reported that they have 3 to 4 central nurse's stations (cns's) and about 2 remote nurse's station (rns's) that are all showing communication loss for all tiles on them. These are located on the second floor of their facility. No harm or injury was reported.

Manufacturer narrative:
The customer reported that they have 3 to 4 central nurse's stations (cns's) and about 2 remote nurse's station (rns's) that are all showing communication loss for all tiles on them. These are located on the second floor of their facility. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.